Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by fax and mail on 5/24/2011, 6/16/2011 and by phone on 5/24/2011, 06/15/2011, 06/16/2011 and 06/20/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A healthcare professional reported several pts were seen for discomfort following use of this product. The optometrist stated that upon examination he found keratitis. Add'l info has been requested.